Manufacturer narrative:
This follow-up is being submitted to relay additional information. Evaluation of the returned device found it to exhibit signs of repeated use and has fractured on the medial side of the post feature. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures previously analyzed in a zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was returned and reported fractured. All pieces returned. Attempts to obtain additional information have been made; however, no additional information is available at this time.